Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a fault in battery. The patient use information is unknown.

Manufacturer narrative:
Additional information was provided that the unit is working properly on ac/main power and battery power with no patient involved. Thus, the initial reported MDR was not reportable.